Event description:
It was reported that during a gastric bypass, the device broke through the safety lockout. The reload in the device was used with bovine pericardial strips - buttressing material. A like device was used to complete the procedure. There was no pt consequence.